Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial/lot #: (B)(4), description: trial linear st lead, 50cm.

Event description:
A report was received that the trial patient was experiencing pain at his back, somewhere at the lead site, and could not lift his legs anymore after the trial leads were pulled. No further information will be provided to bsn.